Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The complete lead was returned with the helix retracted. Visual inspection observed dried blood in base around the helix. Returned stylet was removed from the lead, and stylet still had several bends/kinks in it; a straight stylet was inserted but failed at distal of the terminal pin. An x-ray showed rs coils stretched/twisted and fractured at distal end of the terminal pin. Lead resistances measured failed due to fracture in rs coils. Electrical allegation was confirmed by observation of rs coils fractured at the distal end of the terminal pin; most likely due to over-torque of helix, handling damage.

Event description:
It was reported during the implant of the right ventricle lead, it had to be repositioned 10 times. The lead had poor electrical parameters, therefore the physician replaced the lead with a new one.